Event description:
During a laminectomy at l4 - l5 for nerve root decompression, the click-x screwdriver slipped nicking a nerve root causing a dura leak. The leak was sutured and the procedure was successfully completed.